Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered inappropriate shock therapy due to noise and oversensing. The physician elected to make no intervention at this time, as a system upgrade is expected due to the patient's changing cardiac condition. No resulting adverse patient effects have been reported.